Event description:
It was reported that medfusion 4000 pump motor rate error. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no external damage to pump. Review of the event history log showed occurrences of "motor rate" and "motor not running" errors. Functional testing involved flow testing and and the reported issue was duplicated. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the stepper motor not being installed properly into the motor bracket by the customer was the cause of the reported issue. Replaced clutch half's left and right with leadscrew and spring as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No causes or potential causes to the customer's reported problem were found during the service DHR review.